Event description:
It was reported that during use with bd insulin syringes with bd ultra-fine¿ needle the scale markings were discovered to be misaligned. The following information was provided by the initial reporter: also the unit markings are inconsistent, generally further down the barrel than usual or aligned crooked. I have had several strange lows since 2020 & know it is due to these syringes, so I plan to discontinue bd.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1221996. All inspections and challenges were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that during use with bd insulin syringes with bd ultra-fine¿ needle the scale markings were discovered to be misaligned. The following information was provided by the initial reporter: also the unit markings are inconsistent, generally further down the barrel than usual or aligned crooked. I have had several strange lows since 2020 & know it is due to these syringes, so I plan to discontinue bd.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.